Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor updating on insulin pump. The customer also had low blood glucose level of 52 mg/dl. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.